Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump to resume insulin delivery. Customer¿s blood glucose level was approximately 170 mg/dl.